Event description:
It was reported that the programmer's strip printer or its printer drive had stopped working and that all the door latches on the programmer were broken. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a printing issue and the door latches being broken. Analysis also noted that the electrocardiogram connector on the link electronic module (lem) printed circuit board (pcb) was loose, two screws were missing from the hinge plate, the feet on the lower case were damaged, the upper right display hinge was broken and the right antenna cable was damaged. All found defective parts were replaced and additionally the lem pcb was calibrated. Concomitant product: product ID 229047 software analyzer. (B)(4).